Event description:
It was reported that the cardiac monitor was recording false asystole episodes due to possible noise, undersensing and oversensing. Sensitivity was reprogrammed and the cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was undersensing/not sensing (asynchr). The programmer save to disk file (B)(4) shows undersensing with 30 - episodes for asystole of various duration from 3 to 9 seconds between (B)(6) 2012 and (B)(6) 2012.